Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was charging the ipg frequently and that the battery was not holding a charge. Database analysis revealed battery discharge confirmed the frequent charging but the depletion when stimulation is off confirmed normal depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was charging the ipg frequently and that the battery was not holding a charge. Database analysis revealed battery discharge confirmed the frequent charging but the depletion when stimulation is off confirmed normal depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was charging the ipg frequently and that the battery was not holding a charge. Database analysis revealed battery discharge confirmed the frequent charging but the depletion when stimulation is off confirmed normal depletion. The patient will undergo an ipg replacement procedure.